Event description:
It was reported that a patient leaned against the upper right siderail and it allegedly fell off. Allegedly, the patient fell to the floor. No patient injury reported.

Manufacturer narrative:
Snap ring.